Event description:
It was reported that the device was not giving the patient enough oxygen while going on a walk. The system error message was seen. As a result, the patient's oxygen levels dropped and the patient almost fainted, going down on their knees. Patient then went back home and got back on their stationary device where they stabilized. Patient has since received their replacement device and is doing fine.

Manufacturer narrative:
B3: date of event is estimated. The unit was returned with a system error complaint, which was confirmed during testing. The motherboard j20 component is burnt, and the power input was damaged, both consistent with an over current due to low voltage. The muffler was filled with dust, which resulted in a blockage in the feed port and damaged compressor mount due to compressor vibration. Leaking accumulator also sustained damage from the high impact. Furthermore, the psa cycle (according to the data log) being high (12) is an indication the zeolite is getting contaminated by moisture. Additionally, the fan was misaligned and contacting the accumulator likely due to high-impact incident, possibly from the unit being dropped. The uip, top housing & lower housing were also replaced due to cosmetic damage.